Manufacturer narrative:
Additional information in section b5 describe event or problem and section h6 device codes a150208 was replaced with a1702 due to the new information. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that while beginning to insert the farawave catheter, the boston scientific rosen starter wire was being retracted to enter the sheath. However, the wire appeared to be stuck within the catheter and would not move. Despite multiple attempts to push and pull the wire, there was no movement. During this process, the catheter began to deploy unintentionally. This deployment was difficult and ultimately unsuccessful. A new catheter was then used. The procedure was completed. There were no patient complications. Additionally, the wire started to unravel and was caught inside the catheter and the wire was advanced past the catheter tip. No tissue was observed at the tip of the catheter and or guidewire. The device is expected to return for analysis. It was further reported and clarified that the catheter was never placed in body.

Event description:
It was reported that while beginning to insert the farawave catheter, the boston scientific rosen starter wire was being retracted to enter the sheath. However, the wire appeared to be stuck within the catheter and would not move. Despite multiple attempts to push and pull the wire, there was no movement. During this process, the catheter began to deploy unintentionally. This deployment was difficult and ultimately unsuccessful. A new catheter was then used. The procedure was completed. There were no patient complications. Additionally, the wire started to unravel and was caught inside the catheter and the wire was advanced past the catheter tip. No tissue was observed at the tip of the catheter and or guidewire. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.